Manufacturer narrative:
Name and address mandke foundation - mumbai, street: rao saheb archyututro, patwardhan marg, four banglo, city: andheri - west, mumbai, country: india, postal code: 400053, phone: 30666666. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a percutaneous nephrolithotomy, a filiform double pigtail ureteral stent set would not advance over an unspecified wire. The stent wouldn't advance past 3/4 of the way over the wire. The device was replaced with a new same type device to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. According to the initial reporter, the patient did not experience any adverse effects.

Manufacturer narrative:
Summary of event: as reported, during a percutaneous nephrolithotomy, a filiform double pigtail ureteral stent set would not advance over an unspecified wire. The stent wouldn't advance past 3/4 of the way over the wire. The device was replaced with a new same type device to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. According to the initial reporter, the patient did not experience any adverse effects. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned device was also conducted. The complaint device was returned to cook in open packaging. The stent was able to advance over the wire guide without issue, and the pusher was able to be advanced. The pusher was able to push the stent off the wire guide. No device problem was noted. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based upon the available information and results of the investigation, cook has concluded that a definitive cause of the event could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.